Event description:
It was reported that the physician noted that, the patient's pump was in an "odd" position. The pump could not be accessed for refill with lioresal and was subsequently accomplished under fluoroscopy. After the pump was refilled, the physician reviewed a previous x-ray and noted a portion of the bowel over the pump. The physician was concerned that the needle used to refill the pump might have been inserted through the bowel. Several days later the patient developed sepsis. Treatment for sepsis was initiated and the pump was removed. The patient was reimplanted with a new pump and catheter in 2007.

Manufacturer narrative:
.